Event description:
It was noted by the MFR that a faulted systems diagnostic test occurred on (B)(6) 2005 resulting in a setting change that was not corrected prior to the pt leaving the office. The event was captured by the MFR during review of programming history for a battery life calculation. The settings were not corrected until a later appointment, exact date unk as when the pt's device was interrogated on (B)(6) 2006, it was found to be set to .25/20/500/30/5/1.25/500/30. No pt adverse events were reported due to the event.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Date of event, corrected data: the event date was inadvertently listed incorrectly on the initial report.